Event description:
It was reported that during a spinal fusion conducted at the user facility, a screw fell out of the device. The surgeon was able to pick the screw up and complete the case successfully. No impact to the patient or adverse consequences were reported with this event.

Event description:
It was reported that during a spinal fusion conducted at the user facility, a screw fell out of the device. The surgeon was able to pick the screw up and complete the case successfully. No impact to the patient or adverse consequences were reported with this event.